Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition of heating up and vibration were not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had foreign substances on the housing. The device also failed pretest for general condition. The assignable root cause was traced to improper reprocessing.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from japan that during an unspecified surgical procedure, it was observed that while the quick coupling for k-wires device and k-wire device were used in the operating room, when the surgeon used the k-wire chuck and attempted to insert the k-wire over the sleeve, a minute shake of the k-wire was linked to the main body, causing the main body to shake significantly. Comparing the loner device and the k-wire chuck device, there was no significant difference in k-wire shaking, but the k-wire chuck seemed to have more shaking transmitted to the main body. In addition, the k wire chuck became hot and hotter after being kept turning for a certain period of time (several seconds). Other regular products did not get hot. The sales rep informed the hospital of the results, but the hospital requested an investigation because the fact that the k wire chuck heats up suggests that it is subjected to unusual friction and loading during rotation. The surgery was completed successfully without any surgical delay. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly. This is event 1 of 2 of the same event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10: concomitant device: k wire device, therapy date: on (B)(6) 2024.